Manufacturer narrative:
A medtronic representative reported that they have had several visits to discuss the relationship between registration technique and deep posterior accuracy with the reporting surgeon. After several instruments were identified as damaged and/or bent, many conversations regarding technique, a replacement emitter and axiem box - the issue seems to have subsided. The reporting surgeon was contacted by both medtronic reps at the site to discuss possible reasons for the alleged inaccuracies. It appears that a lateral shift in the head frame with the silicone strap was the main cause of the reported event. Alternative equipment and setup options were discussed with the surgeon. The surgeon is now paying closer attention to the slightest movement in the frame and will notify us of any recurrence. The rep has covered 3-4 subsequent surgeries and received no complaints.

Event description:
A medtronic ent representative reported that, while in an ear, nose & throat (ent) procedure, the surgeon alleged a 3mm system level inaccuracy. No further details were provided. The surgeon opted to continue and completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
A software investigation was completed on (B)(6) 2015 stating that the root cause of the inaccuracy cannot be determined at this time despite extensive troubleshooting. It is suspected the use of bent instruments may have attributed to the inaccuracy. Two of the site's suctions were replaced and returned for evaluation. However, it was reported that the instruments were found damaged outside of a procedure. The suspect suction evaluation findings are as follows: frontal 90 degree axiem ent suction: the ent application shows red status and says "failed verification". The tool failed verification with an error of 2.6mm. Dented, nicked, scratched, bent. Frontal 45 degree axiem ent suction: the ent application shows red status and says "failed verification". The tool failed verification with an error of 2.7mm. Dented, nicked, scratched, bent. A third suction type, straight suction axiem ent was reported damaged by the site and a replacement sent to them on (B)(6) 2015. The suspect straight suction has not been returned for further evaluation. As these instruments failed verification this would prevent use unless the user somehow "tricked" the system to verify them by manipulating them in the verification divot. However, as previously reported the site has been trained on proper verification technique of instruments. Unable to determine a definitive root cause of reported events at this time.

Manufacturer narrative:
Site declined to provide any patient information.(B)(4) 2014, a medtronic representative performed a navigation system check-out. A test lisa demo head (scanned in CT prior to testing) was used to test the navigation system with a second system (side by side). Rigid landmarks within the test head permitted accurate testing points anterior and posteriorly. The medtronic representative was able to replicate an inaccuracy; then swapped emitters with the second system and the inaccuracy went away. Going back to the original emitter again restored accuracy.return requested. Replacement emitter on hold per site. No parts have been returned to manufacturer for analysis.no further issues have been reported.

Manufacturer narrative:
A loaner emitter was used for testing, but the system's emitter was not actually replaced. The axiem box assembly was replaced, but the issue was not resolved. Site has been trained on proper verification technique of instruments and on proper operating room setup (lighting, etc.). Unable to determine root cause of reported events at this time. Investigation is ongoing. No parts have been received by the manufacturer for analysis.